Event description:
Initially the caller needed assistance with a replacement insulin pump. Found that the insulin pump was alarming no delivery during the manual prime. It was then stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading was 281 mg/dl. Troubleshooting was performed and the insulin pump continued to alarm no delivery, followed by motor error. Advised the caller that the insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.